Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil penetrating through the proximal tube or the left , but not beyond the serosa') and device breakage ('metal coil fragments') in a (B)(6) female patient who had essure (batch no. 952111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chiari malformation, brain operation, high risk pregnancy, arthralgia, pneumonia, diarrhea, gastroenteritis, hernia, photophobia, blurred vision, numbness, chest pain, umbilical hernia repair, dyspnea, light-headed feeling, pap smear, vaginal delivery (pregnancy history: spontaneous delivery x3 2006-vaginal delivery at 39 weeks, 2008-vaginal delivery 25 weeks, 2010-vaginal deliveries at 38 weeks (patient states she was on bed rest).), neoplasm cervix, gonococcus test positive, smear cervix abnormal, stomach ache, congenital anomaly, hematuria, breast feeding, endocervical curettage, post-traumatic stress disorder, phonophobia, aneurysm cerebral (patient states she has a family history of brain aneurysms.), tinnitus, lumbar puncture and hematuria. Concurrent conditions included neck pain, hypertension, preterm labor, abdominal pain (llq abdominal pain, rlq abdominal pain), body mass index normal, overweight, back pain, pharyngitis, ear ache, sore throat, vomiting, meningitis, sacroiliitis, dizziness, gerd, nightmares, intracranial hypotension, somatic dysfunction (somatic dysfunction of cervical region somatic dysfunction of thoracic region. Somatic dysfunction of lumbar region), blurred vision, occipital neuralgia, hot flashes, bladder pain, urinary urgency, cervicalgia, vitamin d deficiency, hypoglycemia, hemorrhoids, bleeding rectal, trochanteric bursitis, anal fissure, hemorrhagic cyst, endometriosis and adenomyosis. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptyline), celecoxib, clindamycin, diclofenac, eletriptan, ethinylestradiol;norethisterone acetate (loestrin), gabapentin, ibuprofen, naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), prednisone, prochlorperazine and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, resection of deep endometriosis, appendectomy and left ovarian cystectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: peritoneum cul ¿ de-sac endometriosis. Appendix preoperative diagnosis and postoperative diagnosis : hemorrhagic ovarian hydro salpinx gross description: the specimen consists of two fallopian tubes 17. 5 cm in length by 0. 7 cm in diameter & 4 . 0 cm in length by 0. 9 cm in diameter) with attached fimbriae . There is an additional cut portion of fallopian tube (4. 0 x 0 . 6 cm). There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. There are fragments of soft tissue measuring 1. 6 x 1. 4 x 0.5 cm in aggregate . There is a coiled wire measuring 15 ern in length. There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. Peritoneum cu l ¿ de ¿ sac endometriosis ¿- the specimen consists of multiple fibro fatty of tissue (3. 1 x 3. 0 x 1 . 5 cm) diagnosis part 1 ¿ fallopian tubes. Metal coil fragments (one long 15 cm , one small 1 cm) . Part 2 ¿ peritoneum cu- de sac , excision : - benign fibro adipose and fibro vascular tissue with focal chronic inflammation. Ultrasound pelvis - on (B)(6) 2018: finding: uterus and adnexa: bilateral tubal ligation. Unremarkable uterus and right ovary . 4. 2 x 4.2 x 2.9 cm ovoid cystic lesion in the left ovary with mild peripheral enhancement with layering hyper dense material , compatible with hemorrhagic cyst seen on prior ultrasound impression : 1. 4.2 cm cystic lesion in the left ovary , compatible with hemorrhagic cyst seen on same day pelvic ultrasound . Small amount of free fluid in the pelvis , probably physiologic . Bilateral tubal ligation. 3. No other acute abdominal or pelvic pathology seen on CT. 4. Mild degenerative change in the bilateral sacroiliac joints with possible pseudoarticulation on the right pelvis ¿ transvaginal (us) impression : 1. Left ovarian hemorrhagic cyst. Venous perforation - on (B)(6) 2013: no significant interval changes in the appearance of the brain. Constellation of findings could represent intracranial hypotension. Normal mr venogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, vaginal haemorrhage, vaginal discharge, depression, migraine headache, dysmenorrhea, menorrhagia, nausea, pelvic pain, fatigue, dyspareunia and the following events were described in patient's medical record: embedded device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet and medical record received. This case became incident. Events: mood changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain and abdominal pain were newly added. Events added from medical record- essure coil penetrating through the proximal tube or the left , but not beyond the serosa and metal coil fragments. Outcome of event pelvic pain was changed from "unknown" to "recovering/resolving". Product information details updated. Product indication female sterilization updated. Other relevant history and lab data updated. Essure stop date was newly added. Lot number newly added. Patient demographic information updated. Reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil penetrating through the proximal tube or the left , but not beyond the serosa') and device breakage ('metal coil fragments') in a 29-year-old female patient who had essure (batch no. 952111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chiari malformation, brain operation, high risk pregnancy, arthralgia, pneumonia, diarrhea, gastroenteritis, hernia, photophobia, blurred vision, numbness, chest pain, umbilical hernia repair, dyspnea, light-headed feeling, pap smear abnormal, vaginal delivery (pregnancy history: spontaneous delivery x3 -2006-vaginal delivery at 39 weeks. -2008-vaginal delivery 25 weeks. -2010-vaginal deliveries at 38 weeks (patient states she was on bed rest).), malignant neoplasm of cervix uteri, gonococcus test positive, smear cervix abnormal, stomach ache, congenital anomaly, microscopic hematuria, breast feeding, endocervical curettage, post-traumatic stress disorder, phonophobia, aneurysm cerebral (patient states she has a family history of brain aneurysms.), tinnitus, lumbar puncture and hematuria. Concurrent conditions included neck pain, hypertension, threatened premature labor, left lower quadrant pain (llq abdominal pain, rlq abdominal pain), body mass index normal, overweight, back pain, pharyngitis, ear ache, sore throat, vomiting, meningitis, sacroiliitis, dizziness, gerd, nightmares, intracranial hypotension, somatic dysfunction (somatic dysfunction of cervical region 3. Somatic dysfunction of thoracic region 4. Somatic dysfunction of lumbar region), blurred vision, occipital neuralgia, hot flashes, bladder pain, urinary urgency, cervicalgia, vitamin d deficiency, hypoglycemia, hemorrhoids, bleeding rectal, trochanteric bursitis, anal fissure, hemorrhagic cyst, endometriosis and adenomyosis. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptylline), celecoxib, clindamycin, diclofenac, eletriptan, ethinylestradiol;norethisterone acetate (loestrin), gabapentin, ibuprofen, naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), prednisone, prochlorperazine and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, resection of deep endometriosis, appendectomy and left ovarian cystectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: peritoneum cul ¿ de-sac endometriosis. Appendix preoperative diagnosis and postoperative diagnosis : hem0rrhagic ovarian hydro salpinx gross description: the specimen consists of two fallopian tubes 17. 5 cm in length by 0. 7 cm in diameter & 4 . 0 cm in length by 0. 9 cm in diameter) with attached fimbriae . There is an additional cut portion of fallopian tube (4. 0 x 0 . 6 cm). There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. There are fragments of soft tissue measuring 1. 6 x 1. 4 x 0.5 cm in aggregate . There is a coiled wire measuring 15 ern in length. There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. Peritoneum cu l ¿ de ¿ sac endometriosis ¿- the specimen consists of multiple fibro fatty of tissue (3. 1 x 3. 0 x 1 . 5 cm) diagnosis part 1 ¿ fallopian tubes. Metal coil fragments (one long 15 cm , one small 1 cm) . Part 2 ¿ peritoneum cu- de sac , excision : - benign fibro adipose and fibro vascular tissue with focal chronic inflammation. Ultrasound pelvis - on (B)(6) 2018: finding: uterus and adnexa: bilateral tubal ligation. Unremarkable uterus and right ovary . 4. 2 x 4.2 x 2.9 cm ovoid cystic lesion in the left ovary with mild peripheral enhancement with layering hyper dense material , compatible with hemorrhagic cyst seen on prior ultrasound impression : 1. 4.2 cm cystic lesion in the left ovary , compatible with hemorrhagic cyst seen on same day pelvic ultrasound . Small amount of free fluid in the pelvis , probably physiologic . Bilateral tubal ligation. 3. No other acute abdominal or pelvic pathology seen on CT. 4. Mild degenerative change in the bilateral sacroiliac joints with possible pseudo articulation on the right pelvis ¿ transvaginal (us) impression : 1. Left ovarian hemorrhagic cyst. Venous perforation - on (B)(6) 2013: no significant interval changes in the appearance of the brain. Constellation of findings could represent intracranial hypotension. Normal mr venogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, vaginal haemorrhage, vaginal discharge, depression, migraine headache, dysmenorrhea, menorrhagia, nausea, pelvic pain, fatigue, dyspareunia and the following events were described in patient's medical record: embedded device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 17-dec-2018. The most recent information was received on 01-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil penetrating through the proximal tube or the left , but not beyond the serosa/ essure puncturing the left fallopian tube'), device breakage ('metal coil fragments'), haemorrhagic ovarian cyst ('hemorrhagic blood filled cyst on the left ovary') and appendix disorder ('appendix react up') in a 29-year-old female patient who had essure (batch no. 952111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chiari malformation, brain operation, high risk pregnancy, arthralgia, pneumonia, diarrhea, gastroenteritis, hernia, photophobia, blurred vision, numbness, chest pain, umbilical hernia repair, dyspnea, light-headed feeling, pap smear abnormal, vaginal delivery (pregnancy history: spontaneous delivery x3 2006-vaginal delivery at 39 weeks. 2008-vaginal delivery 25 weeks. 2010-vaginal deliveries at 38 weeks (patient states she was on bed rest).), malignant neoplasm of cervix uteri, gonococcus test positive, smear cervix abnormal, stomach ache, congenital anomaly, microscopic hematuria, breast feeding, endocervical curettage, post-traumatic stress disorder, phonophobia, aneurysm cerebral (patient states she has a family history of brain aneurysms.), tinnitus, lumbar puncture and hematuria. Concurrent conditions included neck pain, hypertension, threatened premature labor, left lower quadrant pain (llq abdominal pain, rlq abdominal pain), body mass index normal, overweight, back pain, pharyngitis, ear ache, sore throat, vomiting, meningitis, sacroiliitis, dizziness, gerd, nightmares, intracranial hypotension, somatic dysfunction (somatic dysfunction of cervical region. 3. Somatic dysfunction of thoracic region. 4. Somatic dysfunction of lumbar region), blurred vision, occipital neuralgia, hot flashes, bladder pain, urinary urgency, cervicalgia, vitamin d deficiency, hypoglycemia, hemorrhoids, bleeding rectal, trochanteric bursitis, anal fissure, hemorrhagic cyst, endometriosis and adenomyosis. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptylline), celecoxib, clindamycin, diclofenac, eletriptan, ethinylestradiol;norethisterone acetate (loestrin), gabapentin, ibuprofen, ketamine, morphine, naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), prednisone, prochlorperazine, silver nitrate and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criteria hospitalization and intervention required) and appendix disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced mood altered ("hormonal changes describe: mood changes"), menorrhagia ("menorrhagia/ excessive bleeding during periods, long periods"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), asthenia ("weakness"), emotional disorder ("emotional wreck/emotional problems"), procedural anxiety ("emotional and physical fear from surgery"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (appendix taken out, bilateral salpingectomy and left ovary taken out). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, haemorrhagic ovarian cyst, appendix disorder, mood altered, vaginal infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, asthenia, emotional disorder and procedural anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, appendix disorder, asthenia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural anxiety, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, resection of deep endometriosis, appendectomy and left ovarian cystectomy was done. Patient reported emotional and physical problems. An injury (seriousness criteria and hospitalization) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: peritoneum cul ¿ de-sac endometriosis. Appendix preoperative diagnosis and postoperative diagnosis : hem0rrhagic ovarian hydro salpinx gross description: the specimen consists of two fallopian tubes 17. 5 cm in length by 0. 7 cm in diameter & 4 . 0 cm in length by 0. 9 cm in diameter) with attached fimbriae . There is an additional cut pportion of fallopian tube (4. 0 x 0 . 6 cm). There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. There are fragments of soft tissue measuring 1. 6 x 1. 4 x 0.5 cm in aggregate . There is a coiled wire measuring 15 ern in length. There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. Peritoneum cu l ¿ de ¿ sac endometriosis ¿- the specimen consists of multiple fibro fatty of tissue (3. 1 x 3. 0 x 1 . 5 cm) diagnosis part 1 ¿ fallopian tubes. Metal coil fragments (one long 15 cm , one small 1 cm) . Part 2 ¿ peritoneum cu- de sac , excision : - benign fibro adipose and fibro vascular tissue with focal chronic inflammation. Ultrasound pelvis - on (B)(6) 2018: finding: uterus and adnexa: bilateral tubal ligation. Unremarkable uterus and right ovary . 4. 2 x 4.2 x 2.9 cm ovoid cystic lesion in the left ovary with mild peripheral enhancement with layering hyper dense material , compatible with hemorrhagic cyst seen on prior ultrasound impression : 1. 4.2 cm cystic lesion in the left ovary , compatible with hemorrhagic cyst seen on same day pelvic ultrasound . Small amount of free fluid in the pelvis , probably physiologic . Bilateral tubal ligation. 3. No other acute abdominal or pelvic pathology seen on CT. 4. Mild degenerative change in the bilateral sacroiliac joints with possible pseudoarticulation on the right pelvis ¿ transvaginal (us) impression : 1. Left ovarian hemorrhagic cyst.. Venous perforation - on (B)(6) 2013: no significant interval changes in the appearance of the brain. Constellation of findings could represent intracranial hypotension. Normal mr venogram. X-ray - on (B)(6) 2018: essure puncturing the left fallopian tube, causing an hemorrorrhagic blood filled cyst on the left ovary and appendix react up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, vaginal haemorrhage, vaginal discharge, depression, migraine headache, dysmenorrhea, menorrhagia, nausea, pelvic pain, fatigue, dyspareunia and the following events were described in patient's medical record: embedded device and device breakage lot number:952111 manufacturing date:2012/02 expiration date:2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-sep-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil penetrating through the proximal tube or the left , but not beyond the serosa/ essure puncturing the left fallopian tube'), device breakage ('metal coil fragments'), haemorrhagic ovarian cyst ('hemorrhagic blood filled cyst on the left ovary') and appendix disorder ('appendix react up') in a 29-year-old female patient who had essure (batch no. 952111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chiari malformation, brain operation, high risk pregnancy, arthralgia, pneumonia, diarrhea, gastroenteritis, hernia, photophobia, blurred vision, numbness, chest pain, umbilical hernia repair, dyspnea, light-headed feeling, pap smear abnormal, vaginal delivery (pregnancy history: spontaneous delivery x3. 2006-vaginal delivery at 39 weeks. 2008-vaginal delivery 25 weeks. 2010-vaginal deliveries at 38 weeks (patient states she was on bed rest).), malignant neoplasm of cervix uteri, gonococcus test positive, smear cervix abnormal, stomach ache, congenital anomaly, microscopic hematuria, breast feeding, endocervical curettage, post-traumatic stress disorder, phonophobia, aneurysm cerebral (patient states she has a family history of brain aneurysms.), tinnitus, lumbar puncture and hematuria. Concurrent conditions included neck pain, hypertension, threatened premature labor, left lower quadrant pain (llq abdominal pain, rlq abdominal pain), body mass index normal, overweight, back pain, pharyngitis, ear ache, sore throat, vomiting, meningitis, sacroiliitis, dizziness, gerd, nightmares, intracranial hypotension, somatic dysfunction (somatic dysfunction of cervical region. Somatic dysfunction of thoracic region. Somatic dysfunction of lumbar region), blurred vision, occipital neuralgia, hot flashes, bladder pain, urinary urgency, cervicalgia, vitamin d deficiency, hypoglycemia, hemorrhoids, bleeding rectal, trochanteric bursitis, anal fissure, hemorrhagic cyst, endometriosis and adenomyosis. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptylline), celecoxib, clindamycin, diclofenac, eletriptan, ethinylestradiol;norethisterone acetate (loestrin), gabapentin, ibuprofen, ketamine, morphine, naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), prednisone, prochlorperazine, silver nitrate and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On 25-jan-2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criteria hospitalization and intervention required) and appendix disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced mood altered ("hormonal changes describe: mood changes"), menorrhagia ("menorrhagia/ excessive bleeding during periods, long periods"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), asthenia ("weakness"), emotional disorder ("emotional wreck/emotional problems"), procedural anxiety ("emotional and physical fear from surgery"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (appendix taken out, bilateral salpingectomy and left ovary taken out). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, haemorrhagic ovarian cyst, appendix disorder, mood altered, vaginal infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, asthenia, emotional disorder and procedural anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, appendix disorder, asthenia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural anxiety, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, resection of deep endometriosis, appendectomy and left ovarian cystectomy was done. Patient reported emotional and physical problems. An injury (seriousness criteria and hospitalization) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: peritoneum cul ¿ de-sac endometriosis. Appendix preoperative diagnosis and postoperative diagnosis : hem0rrhagic ovarian hydro salpinx gross description: the specimen consists of two fallopian tubes 17. 5 cm in length by 0. 7 cm in diameter & 4 . 0 cm in length by 0. 9 cm in diameter) with attached fimbriae . There is an additional cut pportion of fallopian tube (4. 0 x 0 . 6 cm). There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. There are fragments of soft tissue measuring 1. 6 x 1. 4 x 0.5 cm in aggregate . There is a coiled wire measuring 15 ern in length. There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. Peritoneum cu l ¿ de ¿ sac endometriosis ¿- the specimen consists of multiple fibro fatty of tissue (3. 1 x 3. 0 x 1 . 5 cm) diagnosis part 1 ¿ fallopian tubes.metal coil fragments (one long 15 cm , one small 1 cm) . Part 2 ¿ peritoneum cu- de sac , excision : - benign fibro adipose and fibro vascular tissue with focal chronic inflammation. Ultrasound pelvis - on (B)(6) 2018: finding: uterus and adnexa: bilateral tubal ligation. Unremarkable uterus and right ovary . 4. 2 x 4.2 x 2.9 cm ovoid cystic lesion in the left ovary with mild peripheral enhancement with layering hyper dense material , compatible with hemorrhagic cyst seen on prior ultrasound impression : 1. 4.2 cm cystic lesion in the left ovary , compatible with hemorrhagic cyst seen on same day pelvic ultrasound . Small amount of free fluid in the pelvis , probably physiologic . Bilateral tubal ligation. 3. No other acute abdominal or pelvic pathology seen on CT. 4. Mild degenerative change in the bilateral sacroiliac joints with possible pseudoarticulation on the right pelvis ¿ transvaginal (us) impression : left ovarian hemorrhagic cyst.. Venous perforation - on (B)(6) 2013: no significant interval changes in the appearance of the brain. Constellation of findings could represent intracranial hypotension. Normal mr venogram. X-ray - on (B)(6) 2018: essure puncturing the left fallopian tube, causing an hemorrorrhagic blood filled cyst on the left ovary and appendix react up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, vaginal haemorrhage, vaginal discharge, depression, migraine headache, dysmenorrhea, menorrhagia, nausea, pelvic pain, fatigue, dyspareunia and the following events were described in patient's medical record: embedded device and device breakgae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs-bladder problems, urinary tract disorder. Events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5088474) on 17-dec-2018. The most recent information was received on 19-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil penetrating through the proximal tube or the left , but not beyond the serosa/ essure puncturing the left fallopian tube'), device breakage ('metal coil fragments'), haemorrhagic ovarian cyst ('hemorrhagic blood filled cyst on the left ovary') and appendix disorder ('appendix react up') in a 29-year-old female patient who had essure (batch no. 952111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chiari malformation, brain operation, high risk pregnancy, arthralgia, pneumonia, diarrhea, gastroenteritis, hernia, photophobia, blurred vision, numbness, chest pain, umbilical hernia repair, dyspnea, light-headed feeling, pap smear abnormal, vaginal delivery (pregnancy history: spontaneous delivery x3 2006-vaginal delivery at 39 weeks, 2008-vaginal delivery 25 weeks, 2010-vaginal deliveries at 38 weeks (patient states she was on bed rest).), malignant neoplasm of cervix uteri, gonococcus test positive, smear cervix abnormal, stomach ache, congenital anomaly, microscopic hematuria, breast feeding, endocervical curettage, post-traumatic stress disorder, phonophobia, aneurysm cerebral (patient states she has a family history of brain aneurysms.), tinnitus, lumbar puncture and hematuria. Concurrent conditions included neck pain, hypertension, threatened premature labor, left lower quadrant pain (llq abdominal pain, rlq abdominal pain), body mass index normal, overweight, back pain, pharyngitis, ear ache, sore throat, vomiting, meningitis, sacroiliitis, dizziness, gerd, nightmares, intracranial hypotension, somatic dysfunction (somatic dysfunction of cervical region somatic dysfunction of thoracic region somatic dysfunction of lumbar region), blurred vision, occipital neuralgia, hot flashes, bladder pain, urinary urgency, cervicalgia, vitamin d deficiency, hypoglycemia, hemorrhoids, bleeding rectal, trochanteric bursitis, anal fissure, hemorrhagic cyst, endometriosis and adenomyosis. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptylline), celecoxib, clindamycin, diclofenac, eletriptan, ethinylestradiol;norethisterone acetate (loestrin), gabapentin, ibuprofen, ketamine, morphine, naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), prednisone, prochlorperazine and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criteria hospitalization and intervention required) and appendix disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced mood altered ("hormonal changes describe: mood changes"), menorrhagia ("menorrhagia/ excessive bleeding during periods, long periods"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), asthenia ("weakness"), emotional disorder ("emotional wreck/emotional problems") and fear ("emotional and physical fear from surgery") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (appendix taken out, bilateral salpingectomy and left ovary taken out). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, haemorrhagic ovarian cyst, appendix disorder, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, asthenia, emotional disorder and fear outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, appendix disorder, asthenia, depression, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fear, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, resection of deep endometriosis, appendectomy and left ovarian cystectomy was done. Patient reported emotional and physical problems. An injury (seriousness criteria and hospitalization) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: peritoneum cul ¿ de-sac endometriosis. Appendix preoperative diagnosis and postoperative diagnosis : hem0rrhagic ovarian hydro salpinx gross description: the specimen consists of two fallopian tubes 17. 5 cm in length by 0. 7 cm in diameter & 4 . 0 cm in length by 0. 9 cm in diameter) with attached fimbriae . There is an additional cut pportion of fallopian tube (4. 0 x 0 . 6 cm). There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. There are fragments of soft tissue measuring 1. 6 x 1. 4 x 0.5 cm in aggregate . There is a coiled wire measuring 15 ern in length. There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. Peritoneum cu l ¿ de ¿ sac endometriosis ¿- the specimen consists of multiple fibro fatty of tissue (3. 1 x 3. 0 x 1 . 5 cm) diagnosis part 1 ¿ fallopian tubes.metal coil fragments (one long 15 cm , one small 1 cm) . Part 2 ¿ peritoneum cu- de sac , excision : - benign fibro adipose and fibro vascular tissue with focal chronic inflammation. Ultrasound pelvis - on (B)(6) 2018: finding: uterus and adnexa: bilateral tubal ligation. Unremarkable uterus and right ovary . 4. 2 x 4.2 x 2.9 cm ovoid cystic lesion in the left ovary with mild peripheral enhancement with layering hyper dense material , compatible with hemorrhagic cyst seen on prior ultrasound impression : 1. 4.2 cm cystic lesion in the left ovary , compatible with hemorrhagic cyst seen on same day pelvic ultrasound . Small amount of free fluid in the pelvis , probably physiologic . Bilateral tubal ligation. 3. No other acute abdominal or pelvic pathology seen on CT. 4. Mild degenerative change in the bilateral sacroiliac joints with possible pseudoarticulation on the right pelvis ¿ transvaginal (us) impression : 1. Left ovarian hemorrhagic cyst.. Venous perforation - on (B)(6) 2013: no significant interval changes in the appearance of the brain. Constellation of findings could represent intracranial hypotension. Normal mr venogram. X-ray - on (B)(6) 2018: essure puncturing the left fallopian tube, causing an hemorrorrhagic blood filled cyst on the left ovary and appendix react up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, vaginal haemorrhage, vaginal discharge, depression, migraine headache, dysmenorrhea, menorrhagia, nausea, pelvic pain, fatigue, dyspareunia and the following events were described in patient's medical record: embedded device and device breakgae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: the case (B)(4) (MFR# 2951250-2019-04892) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added; reporter information updated. Lab test and concomitant drugs added; the previous event menorrhagia was updated to menorrhagia/ excessive bleeding during periods, long periods. Also, the event penetrating through the proximal tube or the left , but not beyond the serosa was updated to penetrating through the proximal tube or the left , but not beyond the serosa/ essure puncturing the left fallopian tube and recoded to fallopian tube perforation; new event sadded: hemorrhagic blood filled cyst on the left ovary and weakness. Events emotional wreck, emotional disorder added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5088474) on (B)(6) 2018. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil penetrating through the proximal tube or the left , but not beyond the serosa/ essure puncturing the left fallopian tube'), device breakage ('metal coil fragments'), haemorrhagic ovarian cyst ('hemorrhagic blood filled cyst on the left ovary') and appendix disorder ('appendix react up') in a 29-year-old female patient who had essure (batch no. 952111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chiari malformation, brain operation, high risk pregnancy, arthralgia, pneumonia, diarrhea, gastroenteritis, hernia, photophobia, blurred vision, numbness, chest pain, umbilical hernia repair, dyspnea, light-headed feeling, pap smear abnormal, vaginal delivery (pregnancy history: spontaneous delivery x3 2006-vaginal delivery at 39 weeks; 2008-vaginal delivery 25 weeks; 2010-vaginal deliveries at 38 weeks (patient states she was on bed rest).), malignant neoplasm of cervix uteri, gonococcus test positive, smear cervix abnormal, stomach ache, congenital anomaly, microscopic hematuria, breast feeding, endocervical curettage, post-traumatic stress disorder, phonophobia, aneurysm cerebral (patient states she has a family history of brain aneurysms.), tinnitus, lumbar puncture and hematuria. Concurrent conditions included neck pain, hypertension, threatened premature labor, left lower quadrant pain (llq abdominal pain, rlq abdominal pain), body mass index normal, overweight, back pain, pharyngitis, ear ache, sore throat, vomiting, meningitis, sacroiliitis, dizziness, gerd, nightmares, intracranial hypotension, somatic dysfunction (somatic dysfunction of cervical region 3. Somatic dysfunction of thoracic region 4. Somatic dysfunction of lumbar region), blurred vision, occipital neuralgia, hot flashes, bladder pain, urinary urgency, cervicalgia, vitamin d deficiency, hypoglycemia, hemorrhoids, bleeding rectal, trochanteric bursitis, anal fissure, hemorrhagic cyst, endometriosis and adenomyosis. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptylline), celecoxib, clindamycin, diclofenac, eletriptan, ethinylestradiol;norethisterone acetate (loestrin), gabapentin, ibuprofen, ketamine, morphine, naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), prednisone, prochlorperazine, silver nitrate and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criteria hospitalization and intervention required) and appendix disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced mood altered ("hormonal changes describe: mood changes"), menorrhagia ("menorrhagia/ excessive bleeding during periods, long periods"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), asthenia ("weakness"), emotional disorder ("emotional wreck/emotional problems"), procedural anxiety ("emotional and physical fear from surgery"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (appendix taken out, bilateral salpingectomy and left ovary taken out). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, haemorrhagic ovarian cyst, appendix disorder, mood altered, vaginal infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, asthenia, emotional disorder and procedural anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, appendix disorder, asthenia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural anxiety, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, resection of deep endometriosis, appendectomy and left ovarian cystectomy was done. Patient reported emotional and physical problems. An injury (seriousness criteria and hospitalization) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: peritoneum cul ¿ de-sac endometriosis. Appendix preoperative diagnosis and postoperative diagnosis : hem0rrhagic ovarian hydro salpinx gross description: the specimen consists of two fallopian tubes 17. 5 cm in length by 0. 7 cm in diameter & 4 . 0 cm in length by 0. 9 cm in diameter) with attached fimbriae . There is an additional cut pportion of fallopian tube (4. 0 x 0 . 6 cm). There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. There are fragments of soft tissue measuring 1. 6 x 1. 4 x 0.5 cm in aggregate . There is a coiled wire measuring 15 ern in length. There are attached paratuba1 cysts up to 0 . 9 cm in greatest dimension. Peritoneum cu l ¿ de ¿ sac endometriosis ¿- the specimen consists of multiple fibro fatty of tissue (3. 1 x 3. 0 x 1 . 5 cm) diagnosis part 1 ¿ fallopian tubes.metal coil fragments (one long 15 cm , one small 1 cm) . Part 2 ¿ peritoneum cu- de sac , excision : - benign fibro adipose and fibro vascular tissue with focal chronic inflammation. Ultrasound pelvis - on 13-sep-2018: finding: uterus and adnexa: bilateral tubal ligation. Unremarkable uterus and right ovary . 4. 2 x 4.2 x 2.9 cm ovoid cystic lesion in the left ovary with mild peripheral enhancement with layering hyper dense material , compatible with hemorrhagic cyst seen on prior ultrasound impression : 1. 4.2 cm cystic lesion in the left ovary , compatible with hemorrhagic cyst seen on same day pelvic ultrasound . Small amount of free fluid in the pelvis , probably physiologic . Bilateral tubal ligation. 3. No other acute abdominal or pelvic pathology seen on CT. 4. Mild degenerative change in the bilateral sacroiliac joints with possible pseudoarticulation on the right pelvis ¿ transvaginal (us) impression : 1. Left ovarian hemorrhagic cyst.. Venous perforation - on (B)(6) 2013: no significant interval changes in the appearance of the brain. Constellation of findings could represent intracranial hypotension. Normal mr venogram. X-ray - on (B)(6) 2018: essure puncturing the left fallopian tube, causing an hemorrorrhagic blood filled cyst on the left ovary and appendix react up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, vaginal haemorrhage, vaginal discharge, depression, migraine headache, dysmenorrhea, menorrhagia, nausea, pelvic pain, fatigue, dyspareunia and the following events were described in patient's medical record: embedded device and device breakgae quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs-bladder problems, urinary tract disorder. Events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.